Event description:
The customer reported that he was treated by the paramedics due to a low blood glucose reading of 23 mg/dl. The customer was also dehydrated. Troubleshooting was performed, and the insulin pump was programmed correctly except for the date. The reservoir matched the reservoir volume, and the daily totals added up correctly. The customer did state that he bolused 2.2 units after drinking two margaritas, then bolused another 1.5 units prior to going to bed. The next morning he woke up with a blood glucose reading of 23 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.